Event description:
(B)(4). Cramping, pain, bloating, fatigue, tenderness, swelling, bleeding after essure procedure - started immediately after procedure and continues today without reprieve. Sharp severe abdominal pain after turning or bending at the waist, followed by vaginal bleeding and cramping has occurred several times. Sneezing (on 1 occasion) has also caused sharp abdominal pain followed by vaginal bleeding. I became pregnant in late 2009 (with essure in place). In early 2010 (12 to 13 weeks gestation), while seated I twisted to the side to reach for something. I felt the stabbing sensation I've become familiar with. Upon standing I felt what I assumed was blood running down my leg. When I got to the bathroom I saw that it was clear fluid. Clear fluid continued leaking vaginally for several hours followed by spotting. Upon advice of my ob/gyn I rested in bed. In the morning upon showering the bleeding became heavy and contained substantial amounts of solid and semi solid tissue. The cramping was severe. I immediately went to the ER where I was diagnosed with suspected miscarriage. Miscarriage was later confirmed at the office of my ob/gyn. Cramping and bloating occur daily. I am a healthy weight for my height. At times, I've been underweight and the swollen abdomen is even more pronounced when I'm thinner. I appear pregnant most of the time. I am highly allergic to nickel. I experienced localized itching redness and swelling of the skin at the site of nickel exposure. Allergy testing was not performed before essure was implanted.